Manufacturer narrative:
Revised evaluation with iab returned: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The guide wire was also returned without any visible damage. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 73.7cm from the iab tip. The technician attempted to insert the returned 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty during insertion of the guide wire. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problem. A lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 15 month product complaint trend data for the period nov-19 to jan-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer could not insert the guide wire. The customer then used another manufacturer's guide wire and successfully inserted the iab . There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
The guide wire was returned inside its protective tubing with the j-straightener attached. The iab catheter was not returned for evaluation. No blood or damage was observed on the guide wire. The returned .025¿ guide wire was measured and found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer could not insert the guide wire. The customer then used another manufacturer's guide wire and successfully inserted the iab . There was no patient harm or adverse event reported.

Manufacturer narrative:
An additional product has been returned to the factory for evaluation. The date initially submitted as the "returned to manufacturer on" has been updated, not corrected, to reflect the new product return date. A supplemental report will be submitted when the evaluation is completed. Reference complaint #: (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer could not insert the guide wire. The customer then used another manufacturer's guide wire and successfully inserted the iab . There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer could not insert the guide wire. The customer then used another manufacturer's guide wire and successfully inserted the iab . There was no patient harm or adverse event reported.